Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that revascularization occurred. In (B)(6) 2012, the patient presented with unstable angina. The 8x2.5mm, de novo, 90% stenosis lesion was located in the proximal left circumflex artery (lcx). A 2.5 x 24mm promus element plus stent was implanted in the target lesion with 0% residual stenosis. No complications were reported and the patient was discharged the following day. In february 2014, the patient presented with coronary artery disease. The patient was hospitalized the following day. Coronary angiography revealed 80% stenosis at the distal edge of the previously implanted 2.5 x 24mm promus element plus stent located in the proximal lcx and was treated with placement of 3.00x08mm promus element plus stent with 0% residual stenosis. The 90% stenosed 1st obtuse marginal was also treated with placement of 3.0x12 mm promus premier stent followed by 3.00x08mm promus premier stent in overlapping fashion with 0% residual stenosis. The event was considered resolved and the patient was discharged on aspirin.